Event description:
It was reported that the user experienced hypoglycemia while performing strenuous manual labor at work and remained connected to the ilet during these activities; the agent provided education on exercise impacts on glucose and advised the user to consult their healthcare provider. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.